Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 80 units of insulin during the load sequence. Reportedly, the customer was using u200 insulin and using insulin pens to fill cartridge. A new cartridge was loaded to resolve the issue. There was no adverse impact on the customer's blood glucose level.